Event description:
It was reported that this right ventricular (rv) lead caused cardiac perforation. An open chest explant was required, and a rv lead was placed successfully. The patient required hospitalization and antibiotics. No additional adverse patient effects were reported.